Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable component of physician programmer no longer applies. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was reported that the end of service (eos) message was not missed on the programmer. The patient was informed, but failed to show up to the appointment to have the pump replaced. The cause of the eos was stated as the patient had the pump for the full 80 months. It was stated that the patient was seen on (B)(6) 2016 in follow-up of intractable spasticity secondary to multiple sclerosis (ms). The pump was implanted in (B)(6) 2008 (please note this information is in conflict with the patient records). The intrathecal baclofen dose was set to 620.40 mcg/day, which was increased from the prior dose of 565.7 mcg/day by 10%. The programmer residual volume was 3.30 ml. The pump was refilled with 40 ml of 2000 mcg/ml gablofen (lot number 2163-118, expiration date 2019-mar-31) without difficulty. The actual residual volume was 8.00 ml and easily aspirated. The patient tolerated the procedure and there were no complications. The reservoir alarm was (B)(6) 2017. The pump logs showed that elective replacement indicator (eri) occurred on (B)(6) 2016 and the scheduled to replace the pump by (B)(6) 2017.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that an alarm was heard and confirmed by telemetry. It was stated that end of service (eos) occurred. The hcp turned the pump off following the onscreen selections due to the pump being at eos. The patient had a return of spasticity. It was stated that the patient was non-compliant about following up with the hcp.